Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set tubing detachment from the hub over the last 30 days. The infusion set was in use for 1-2 days. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.